Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise, low sensing, no threshold measurements and pacing impedance measurements greater than 2500 ohms on the right ventricular (rv) channel due to a suspected lead fracture. Device therapy was programmed off and the patient was sent home with a lifevest. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.